Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was in the range of 300 to 400 mg/dl, at the time of incidence. Customer experienced various blood glucose level of 190 mg/dl, 176 mg/dl and 250 mg/dl. Customer was treated with 3.2 units of insulin. Customer reported that the insulin pump was not working and they were seek. The drive support cap was normal. Customer did self-test and they passed the test. Customer declined to troubleshoot for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.